Event description:
It was reported that the patient was hospitalized a month after implant for "anemia and congestive heart failure". The patient's wife believes the hospitalization is related to the device replacement and questions reimbursement policy. She states the patient "has had nothing, but trouble with your devices". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.